Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon withdrawal issues occurred. The 90% stenosed target lesion was located in the non-calcified and severely tortuous right common iliac artery. This 9.0x30x75cm express-vascular ld, pmtd balloon stent was implanted successfully. However, the balloon and another manufacturer's introducer sheath had to be removed as one unit due to removal difficulties of the stent delivery system. The procedure was completed with this device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon withdrawal issues occurred. The 90% stenosed target lesion was located in the non-calcified and severely tortuous right common iliac artery. This 9.0x30x75cm express-vascular ld, pmtd balloon stent was implanted successfully. However, the balloon and another manufacturers introducer sheath had to be removed as one unit due to removal difficulties of the stent delivery system. The procedure was completed with this device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was received with the distal end of the device protruding out through the 7 french introducer sheath. The balloon was not refolded tightly and as a result could not be withdrawn through the sheath. As part of the analysis the balloon was inflated and refolded correctly during deflation. The device was then withdrawn through the sheath with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).